Event description:
It is reported that a customer experienced low blood glucose of 20, 30, and 40 mg/dl. The customer states that they are feeling better and had gained more weight since having lyme disease. The customer was informed that there could be many reasons for low blood glucose. The customer declined assistance with trouble shooting. The customer just wanted recommendations on insulin dosage and assistance adjusting the settings on their insulin pump. The call was disconnected. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.